Event description:
On (B)(6) 2021, fujifilm healthcare americas corporation was informed that the customer has been getting falsely low microalbumin results due to the prozone effect. The device resulted a microalbumin reading of 268 mg/l without any technical alerts and the results were autovalidated. Due to elevated total protein level of 85.3 g/l, the doctor suspected paraproteinemia and performed a bone biopsy on the patient. The sample was discarded before the discrepant result was noticed. The customer states that high albumin results are not diluted over 2000 mg/l and the results are shown as ">2000". There was no death or other serious injury associated with this event; this report is being submitted in abundance of caution.

Event description:
This product is imported by fujifilm healthcare americas corporation and sold to a third-party distributor.